Event description:
It was reported that prior to the implant, the device was tested and showed low battery voltage, possibly due to "cold weather". The device was questioned whether it should be implanted. The device was not at elective replacement indicator (eri). The device was used for the implant. No patient was involved at the time of the event; no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.